Event description:
Rn was starting an IV using chloraprep from IV start kit. While scrubbing arm to clean off area, patient stated it was hurting. Upon examination, the patient's arm had scratches all over from chloraprep glass. Basic first aid was provided: site cleaned and dressed. No harm to the healthcare provider. This is the second event at this facility with this type of product. ====================== manufacturer response for chloraprep, (brand not provided) (per site reporter).====================== carefusion opening a complaint.